Event description:
The pt was implanted with an ams miniarc precise on or about (B)(6) 2011 to treat the pt's stress urinary incontinence and "other symptoms." It was reported that the pt experienced mental and physical pain, disability, suffering, ahas sustained permanent injury, physical deformity, and impaired relations with her husband, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.